Manufacturer narrative:
Repaired driveline returned but no analysis has been conducted. The exchanged pump will be returned for analysis. Approximate age of device- 4 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced low flow alarms and pump stoppages. Based on the log files, technical service confirmed the device speed dropped to 4570 rpm and 3 pump stops while attached to the power module on (B)(6) 2018. X-ray was unremarkable. The clinicians stated the patient experienced pump stop while on ungrounded patient cable. The patient underwent driveline repair (B)(6) 2018. During the post perc cable repair, the patient still experienced pump stops while connected to batteries. X-ray showed no breaks in the shield, but the internal cable seems to loop around the pump. The patient underwent pump exchange on (B)(6) 2018. The patient will be discharged after recovering in hospital.

Manufacturer narrative:
Corrected data. Additional information: device available for evaluation: the replaced percutaneous lead (driveline) segment was returned on 28sept2018 and the explanted pump was returned on 10oct2018. Manufacturer's investigation conclusion: the replaced segment of the percutaneous lead (driveline) and the explanted pump were both returned for evaluation. The evaluation of heartmate ii lvas, serial number (B)(4), confirmed an issue that could have contributed to the report of pump stoppages, which were observed in the submitted system controller log files. Although the evaluation of the log files also confirmed the report of low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation. A distal end percutaneous lead (driveline) repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 25.5 inches. The outer layers of the driveline were severed approximately 22.5 inches from the metal connector, and the prior percutaneous lead repair was observed approximately 16¿ through 20¿ from the metal connector. Minor metal braided shield breakdown was observed along the length of the percutaneous lead segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The pump was returned assembled with the driveline severed approximately 10.5¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 28.5¿. Metal braided shield breakdown was observed approximately 9.5¿ from the pump housing. Visual inspection of the underlying wires revealed breaches in the insulation of the black, brown, and green wires approximately 9¿ from the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the black, brown, or green wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused pump stops and low speed events. In addition, if the exposed conductors of the black or brown wires made direct contact with the exposed conductors of the green wire, or the exposed conductors from the two different phases made simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to the pump stops and low speed events observed in the submitted log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.